Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. A review of the device history records is not possible at this time without additional product information.

Event description:
It was reported that the teeth of the micropituitary were not functioning properly. Although the instrument was used intraoperative ly, no patient injury was reported.